Manufacturer narrative:
Additional information: device evaluation sign off date was 01/06/2020.

Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation. The investigator noted that the lens was damaged on the device. In addition, the dso seal had bubbled. The investigator hypothesized that the issue may have resulted from the use of harsh cleaning solutions. A definitive root cause was not established however. The dso seal was replaced.

Event description:
It was reported that there was an issue with the downstream occlusion seal. There was no patient involvement.